Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified venous side. A 4.5-4/4t/40 symmetry balloon was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.